Event description:
International customer reported that the device filled with air upon reactivation four days after the device was initially placed in service. It was found there was a tear on heat seal area near the left side of the anti-reflex value area. The device was no longer required and subsequently removed from service. No adverse pt consequences were reported.

Manufacturer narrative:
Conclusion code: the product upon which this medwatch is based is anticipated. Once the product is received any further info derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria.